Manufacturer narrative:
The needle was returned for investigation. The manufacturing records were reviewed and no related deviation or concerns were found. The reported frost on the needle shaft was confirmed as the needle failed investigative testing. The needle was disassembled and inspected. No visible soldering gaps or voids were found. Microscopic inspection of the vacuum sleeve was conducted and soldering flux residuals were identified on the external surface of the vacuum sleeve. A bubble test of the vacuum sleeve was conducted and a leak was identified on the sleeve. The leaked zone was further investigated under microscope and a hole on the external tube was observed. The root cause of the hole development is not known. Based on the investigation results, the customer complaint was verified and the root cause was determined to be a component failure. No relationship was identified between the needle assembly processes and the vacuum loss phenomena. The treatment was completed with no injury to the patient as the physician used a warm compress to protect the patient's skin.

Event description:
After the start of a cryoablation procedure, the icerod cx 90° needle the doctor noticed the shaft of the needles started to collect frost. The patient's skin was covered with saline to prevent any injury. Additionally, several saline soaked 4x4 sponges were also placed around the needle shaft and the area was checked several times during the procedure. There were no frostbites observed. The procedure was completed as expected with no injury to the patient.